Event description:
It was reported, during the implant procedure, implantable cardioverter defibrillator (ICD) exhibited a lot of spontaneous disturbances on the atrial channel. Even with the sensitivity settings at 4mv, oversensing on atrial channel was still observed. Consequently, this device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.